Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), upon interrogation, exhibited tones and upon interrogation, displayed a programmer message that the device was in the presence of a magnet. This occurred two days after the patient had invasive surgery for a coronary related medical condition. A memory dump and save to disk analysis were performed. In discussion with the technical services consultant, it was suspected that this device had a stuck magnet reed switch, which has potential to affect battery longevity. It was unknown whether this medical device had been programmed off during the procedure or if a magnet was used to temporarily suspend the device. The technical services consultant recommended patient and device monitoring. In addition, the patient was noted in office follow up to have received inappropriate shock therapy which upon evaluation, led to further electrical re-programming for system optimization. There were no adverse patient effects reported.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted and has not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. Save-to-disk analysis has not yet been completed. As new information becomes available, this report will be further evaluated most recently, this medical device has been removed from service and returned to boston scientific for unknown reason. The date of explant was not known at this time. Analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Post market quality assurance laboratory analysis confirmed that the reed switch was stuck, which caused the erroneous programmer message that there was a magnet present, as observed clinically. Boston scientific has observed similar failures, at a low rate of occurrence, isolated to this defect and has conducted an investigation to determine the root cause. The investigation further determined that this issue was attributed to a component failure, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct this issue and improve the reliability of the reed switch functionality. Should any additional information related to this event become available, this event will be updated.